Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor experienced an issue with the angio-seal device. He stated that when the sheath and arteriotomy locator where inserted into the artery they could not achieve pulsatile flow, just a drip was seen. Adjustments were made but still the same result. The doctor made the decision to not try and insert the bypass tube. Additional information was received on 10nov2020. The procedure performed was an angiogram using a 6fr procedural sheath. The arteriotomy locator was adjusted. The blood loss was than 5ml. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 17nov2020. Manual pressure was applied to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update sections d4, h3, and h4. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly was returned along with incompletely opened polyfoil pouch. The guidewire was returned as well. Visual inspection revealed that the locator was found to be mated with the hemostasis sheath. It was noticed that the locator was properly snapped on the sheath hub. The mated hemosheath and arteriotomy locator was examined under a microscope and the alignment of the blood inlet holes were checked and dried blood-like substance was observed within the blood inlet holes of the sheath / locator assembly. No obstruction was identified on the drip hole of the locator. There were no outward signs of damage or deformation noted with the hemosheath / locator assembly. There were no anomalies noted with returned carrier tube assembly. No other visual anomalies were noted. For further evaluation, the locator/sheath assembly was attempted to be flushed with water and it was noticed that the cause of the blockage was dried blood like substance inside the locator. The assembly was again flushed, and normal water flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.056" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. The complaint could be confirmed for blood return issue as an obstruction of dried blood like substance was present within the inner lumen of the arteriotomy locator, resistance was felt during functional testing. As blood like substance should not have contributed to the inadequate flow and the device met dimensional specifications at the blood inlet holes and drip hole, no definitive conclusion can be drawn as to the cause of the blood not flowing through the drip hole of the arteriotomy locator as alleged. The likely cause of the event is due to the locator not actually being within the artery or blocking of the blood inlet holes/drip hole. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.